Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the use experienced "erratic" blood glucose (bg) levels since using the tandem pump. However, the exact values were not provided as the user declined to provide additional information. Reportedly, the user reverted to manual injections.